Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised at 5.8 months due to displacement. Waddell, d.d., et al., early radiographic and functional outcomes of a cancellous titanium-coated tibial component for total knee arthroplasty. Musculoskeletal surgery, 2015: p. 4.